Manufacturer narrative:
Product analysis summary: the device returned for evaluation. Kinks were evident on the hypotube. The stent was not positioned on the balloon between the marker bands as per specifications. The proximal to mid stent wraps remained intact on the balloon. The remaining mid to distal stent wraps were stretched distally off the balloon with struts stretched, overlapping and deformed. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Procedural images were also returned. The images confirms that the lad was initially treated. Images show the severely calcified mildly tortuous lcx with the target lesion in the ostium of the vessel. No evidence of the attempted but unsuccessful delivery of a stent. But the images confirm subsequent successful vessel treatment with stent deployment. One still image was provided for review. The image was of the device shelf carton. The lot number 0010122427 and the device details on the label of the shelf carton match what was reported in the complaint file. Handwritten text was written on the label of the shelf carton. A non- medtronic card with handwritten text was stapled to the shelf carton. It was not possible to confirm the complaint from the image provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was attempted to be used to treat a severely calcified, mildly tortuous lesion with 80% stenosis in the ostial left circumflex artery (lcx). The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was noted when advancing the device to the lesion. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. A non mdt stent was used to complete the procedure instead. No patient injury reported.